Manufacturer narrative:
(B)(4). Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Since it was reported that the whisper guide wire had remained in the looped (prolapsed) position during the entire procedure, it should be noted that the whisper ms instructions for use, (IFU) states: do not: allow the guide wire tip to remain in a prolapsed condition. The reported patient effect of perforation is listed in the whisper ms instructions for use (IFU) as a known patient effect that may be associated with use of a coronary device in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported prolapsed guide wire tip and patient effect. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). An angiogram confirmed occlusion of the graftmaster stent in the mid pda, which was due to the small caliber of vessel and due to poor run-off distal to the stent. During balloon angioplasty to restore flow, thrombus was found in the stent and at the distal stent edge. As the distal vessel size and run-off were too small to perform additional percutaneous interventions, the patient was discharged home 20 july 2017 on dual anti-platelet therapy medication with no further complications. No additional information was provided. Concomitant medical devices: guide wire: asahi prowater 180cm; guide catheter: boston scientific 6fr fr3.5 ; stent: 3.5x38mm boston scientific promus premier. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The asahi prowater 180cm and the rx graftmaster referenced in b5 are being filed under separate manufacturing report numbers.

Event description:
It was reported that on (B)(6) 2017, the patient presented with a non-st-elevated myocardial infarction (mi) and back pain. A non-abbott 6fr fr3.5 guiding catheter was placed via radial access, followed by advancement of a hi-torque whisper ms guide wire (gw) to the right coronary artery (rca) then advancement of an asahi prowater 180cm guide wire to the posterior descending artery (pda) via radial artery access. Pre-dilatations were then performed with multiple non-abbott balloons, followed by deployment of a 3.5x38mm non-abbott drug-eluting stent, covering a long, 90% stenosed lesion in the proximal rca and a 60% stenosed lesion in the mid rca. A free perforation (approximately 2.5mm in size) was then noted in the pda. Reportedly, the cause of the perforation is unexplained and either of these guide wires may have caused or contributed to the perforation; it was noted on angiography that the whisper guide wire had remained in the looped (prolapsed) position during the entire procedure, which may have contributed to perforation. Heparin drug reversal and balloon tamponade did not resolve the perforation. Thus, a 2.8x16mm rx graftmaster covered stent was deployed at 13 atmospheres, successfully resolving the perforation. The patient tolerated the procedure well and was discharged home on (B)(6) 2017 with no further complications. On (B)(6) 2017, the patient returned to the emergency room with gradual onset chest pain (10/10 pain) with no relief after taking three sl nitroglycerine tablets. An electrocardiogram indicated an acute inferior st-elevated mi.